Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead was attempted but not used due to a non-specific product "performance issue." A different rv lead was implanted. No patient complications have been reported as a result of this event.